Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the patient had progressive signs of hemolysis and continued dark urine. Taken for rhc with low pa sat, elevated ra and pcwp suggestive of vad dysfunction and poor left ventricle unloading. The patient was transferred to ccu after rhc and tlc placed. Upon arrival, he became nauseated and then vomited dark blood. He was intubated for airway protection and potential transfer to operating room for pump exchange. Gi promptly performed ugi endoscopy, which revealed no active bleeding with heparin off and protonix infusion on. Given urgent need for cardiac support, it was agreed that proceeding to operating room was best decision for the patient. The patient received a pump exchange on (B)(6) 2014. Additional information received on (B)(6) 2014 from the surgeon indicated that the patient is doing well after the pump exchange, and believed that the cause of the possible pump thrombus was multifactorial.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.